Manufacturer narrative:
Investigation conclusion: the customer reported an unexpected low inratio inr result during testing; however, a laboratory comparative result was not provided. It is not possible to verify if a discrepancy exists without this information. The meter and strips associated with the complaint were returned for investigation. Functional and thermistor testing were performed on the returned meter with passing results. Strip investigation was not performed on the returned meter due to the recovered impedance curve associated with the customer's reported inr result being identified as having a weak-slope change. The issue of weak-slope changes is related to the algorithm software on the meter and is known to contribute to discrepant results. This issue was addressed in (B)(4). A review of the entire testing history for lot 385358a was performed and the lot was found to be performing within expectations. A review of the manufacturing batch records for the reported lot did not uncover any non-conformances; the lot met release specifications. The CAPA investigation has also determined that certain patient conditions can contribute to weak-slope change impedance curves. The customer has anemia, which is a condition that can impact the performance of the assay. (B)(4) identified impedance curves with weak slopes as potentially leading to discrepant inr values. Further investigation is being performed under (B)(4) for this issue.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2.6 - 3.6. On (B)(6) 2016 inratio inr = 1.5. On (B)(6) 2016 inratio inr = 1.7. Patient self tester noted the previous month he had been hospitalized twice, a couple days each time for loss of blood. While hospitalized he was given blood transfusions, told he was anemic and told to stop taking warfarin by the physician, but they were not able to find any evidence of bleeding. Patient indicated they were able to find evidence of ulcers in the lower intestines and that bleeding had stopped. Patient did not think his inr was tested while he was hospitalized. He was unable to provide any information on dates of hospitalization, dates of discharge, information on hematocrit, etc. The only treatment he was confident of receiving was blood transfusions, being taken off of coumadin, and being given stomach acid reduction pills (name/dosage not available). No inratio inr values were reported prior to or during hospitalization, blood transfusion or medication change, patient assumes that he was stable on release from hospital; he resumed coumadin about a week prior to (B)(6) 2016.